Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra2 meter was displaying the battery indicator. The medical affairs specialist (mas) called and spoke with the patient on the following month, and obtained additional information. The patient informed the mas that the alleged issue first occurred at 3:00 pm on original date. She stated that the battery symbol had been flashing in the top right corner of the display for a while. However, she had not changed the battery. On the same day when she attempted to test her blood glucose at 3:00 pm (normal time to test-patient tests her blood glucose 3 times/day), low battery appeared on the display. When this message appears on the ot ultra2 meter, it indicates that the meter does not have enough power to perform a test. The patient also informed the mas that she usually eats a snack following the blood test at 3:00 pm (her afternoon routine is to test her blood glucose and have a snack after she wakes up from a nap). She also mentioned that she skips the snack if her blood glucose is "higher than normal"; however, on that day since she was not able to test, she did not eat her snack. At about 5:30 pm, the patient started to feel sweaty (symptom she usually feels when her blood glucose is low). She treated self with orange juice and felt better within the 1/2 hour. She then called lifescan to report the meter issue. The patient did not receive/require any medical attention. Her diabetes medication regimen includes oral medication (name not provided) and she takes 2 mg in the morning and 2 mg at night. At the time of troubleshooting, it was verified that this was not a new product. The patient had not changed the battery per the owner's manual (use error). This complaint is being reported because the patient claimed she became hypoglycemic after the alleged issue began. Replacement products were sent to the lay user/patient.